Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The field service engineer fse replaced multiple tubing, the peri pump assembly, the ise mixer motor, a pinch valve, and the ise nozzles which resolved the issue. (B)(4). This event is related to MDR 9612296-2019-01314 and MDR 9612296-2019-01315.

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au480 instrument. The results were not reported out of the laboratory. There was no change to patient treatment. The customer repeated the samples with results considered correct. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer provided data for two (2) patients.